Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient thought her surgeon put the leads in an area that was not helpful. She believed the leads could have been placed incorrectly. It was noted that she was ¿on a 10, not an 8¿; it was unclear what she meant. The patient felt stimulation up her ribcage when she bent over.